Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she needed assistance with reconnecting a sensor. The customer reported receiving a lost sensor alert, calibration errors, and change sensor alerts. The customer declined troubleshooting for these alerts. Customer reported that she recently had a blood glucose level of 40 mg/dl which she treated with glucose tablets. Most recent blood glucose level at the time of the call was 101 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected one opened/used enlite sensors and performed bicarbonate buffer test. The sensor passed with accurate readings.